Event description:
It was reported that during a left main to left circumflex coronary artery stenting procedure, after pre-dilatation, a 3.25x18mm xience xpedition stent was implanted in the moderately calcified lesion. Post implant, the stent delivery system became stuck on the stent. Removal of the delivery system was difficult and took about 10 minutes to remove. It was noted that post-dilatation was done without issue. The catheter was easily advanced into the stent and easily removed. Although there was a delay in the procedure, there was no report of adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.